Manufacturer narrative:
(B)(4) .the batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted.

Event description:
April 18th - patient was filled with 8fr rush urinal catheter as pre-surgical procedure for swenson like pull through surgery. April 19th - day 1 after surgery, the attending doctor found the catheter was difficult to be removed. Balloons water was out from the balloon port, but the catheter was not able to pull out. The doctor tried to spool the catheter, but the catheter could not be removed. Note updated from user: for new foley catheter complaints for the case of swenson pull, the information provided by the catheter was not installed in the anus but it was fixed in the patient's urethra, there was no action using heat energy and laser, after the action is complete the catheter cannot be separated then consulted urology for urs. An endoscopic catheter balloon incision was performed for removal.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
April 18th - patient was filled with 8fr rush urinal catheter as pre-surgical procedure for swenson like pull through surgery. April 19th - day 1 after surgery, the attending doctor found the catheter was difficult to be removed. Balloons water was out from the balloon port, but the catheter was not able to pull out. The doctor tried to spool the catheter, but the catheter could not be removed. Note updated from user: for new foley catheter complaints for the case of swenson pull, the information provided by the catheter was not installed in the anus but it was fixed in the patient's urethra, there was no action using heat energy and laser, after the action is complete the catheter cannot be separated then consulted urology for urs. An endoscopic catheter balloon incision was performed for removal.